Manufacturer narrative:
Results: bd received a contaminated sample and six photos from the customer facility for investigation. Based on the visual inspection/evaluation of the samples and photos, bd observed ¿tnt leakage¿ on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that a bd vacutainer® plus citrate hemogard tube, had blood leakage from inner tube to outer tube upon blood draw. No serious injury or medical intervention reported.